Event description:
The pt developed pain at the ipg site following going through an airport security system. The device was turned off for 2-3 weeks, impedances rechecked and the device reprogrammed. The pt's symptoms have resolved and successful therapy has been resumed.